Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due motor encoder signal out of phase. Basic occlusion, occlusion, prime, the excessive no delivery and displacement tests weren't performed due to constant motor error alarm. The device had cracked case at display window corners and battery tube threads.

Event description:
It was reported that the customer had a motor error alarm more than 3 times. No further details given.